Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient's audiologist reported that, the patient came in for a regular programming in 2007. The patient continues to make progress in her speech and listening skills. Testing showed four electrodes 'hi', 2, 9-11, electrodes 10 + 11 were turned off in 2006.